Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to mid-stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Please note that this device endeavour resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a endeavor resolute rx coronary drug eluting stent to treat a moderately calcified lesion exhibiting 90% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues, negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the device could not be positioned in the lesion. It was stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury. Analysis of returned device showed stent deformation.